Manufacturer narrative:
See b for additional information received. F code updated.

Event description:
(B)(6) 2024. A contaminated needle stick has been reported. Were there any diagnostics performed as a result of the contaminated needle stick? Yes. If yes, what diagnostics were performed? Rapid hiv and hepatitis. Was any medical intervention required? No.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle did not completely retract. The following information was provided by the initial reporter: colleague noticed the end of the IV device was ¿crushed¿ which caused the needle to not fully retract into the device when the push button was activated. This cause a part of the needle tip to still be visible at the top of the device. (B)(6) 2024 colleague was stuck by dirty needle.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381444 and lot number 4141832. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.